Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for follow up in clinic, inappropriate mode switch episodes due to noise were noted on the atrial lead. Programming changes were made. The patient did not experience any adverse consequences.

Manufacturer narrative:
Additional information: b5.

Event description:
New information received notes the re-occurrence of inappropriate mode switching and atrial lead noise, which was not completely resolved by the initial programming changes. No further programming changes were made. The lead was being monitored. The patient had no feeling or knowledge when the mode switching occurred. The patient was stable.